Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered when the lead exhibited high defibrillation impedance. The lead remains in use. The patient was enrolled in the post approval clinical surveillance product surveillance registry clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.